Manufacturer narrative:
The explanted devices were discarded by the medical facility, therefore they will not be returned for evaluation.

Event description:
A report of a patient's precision system being explanted was received. The patient reported that he had an allergic reaction to the device and his body began to reject it; as it began to protrude through his skin. The patient also developed a skin infection after being implanted and explanted.